Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a skin irritation under the lifevest. The patient had welts around the strap buckle and his armpits. The patient's rash spread to his legs and feet. The patient's physician prescribed the patient a medication for the irritation. Follow-up indicated that the patient's welts and rash were improving.